Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade ii diagnosed by ultrasound. Device has been replaced with non-allergan device.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening device on posterior side assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ creases/folding of implant: observed in the device crease fold. Additional observations: ¿ wear abrasion is observed. ¿ black particles were observed on the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, g1, h3, h6.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade ii diagnosed by ultrasound. Device has been replaced with non-allergan device.